Event description:
It was reported that the device failed operation check. The customer requested to return the device to the bench for evaluation and repair. The tech bench evaluated the device and determined faulty therapy capacitor. The customer did not accept quote for service. The device was returned to customer site and no further evaluation is warranted at this time. We will reopen the record if the customer accepts the repair quote and returns the defibrillator to the repair facility.

Event description:
It was reported that the device failed operation check. There was no patient involvement.